Manufacturer narrative:
F/u: add'l info - 06/19/2015. Device eval of battery pack sn (B)(4) was completed. Per the battery supplier, the cause for the failure was isolated to leaking battery cells, causing corrosion on the battery pca. The root cause for the leaking cells could not be positively identified. Device eval summary: device eval of battery pack sn (B)(4) is underway. The reported problem (unable to power on monitor) was confirmed. Upon investigation, the battery was unable to power on a monitor and charge. The battery is being returned to the supplier for root cause investigation. A supplemental report will be submitted upon completion. No adverse event resulted from the defective battery pack.

Event description:
A zoll distributor contacted to report that battery sn (B)(4) was unable to power on a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) is underway. The reported problem (unable to power on monitor) was confirmed. Upon investigation the battery was unable to power on a monitor and charge. The battery is being returned to the supplier for root cause investigation. A supplemental report will be submitted upon completion. No adverse event resulted from the defective battery pack.

Event description:
A zoll distributor contacted zoll to report that battery sn (B)(4) was unable to power on a monitor.